Event description:
While staff was inspecting package integrity prior to equipment use, a ethicon endo-surgery harmonic ace laparoscopic shears was noted to have a long dark hair contained within the sterile packaging. Diagnosis or reason for use: item not utilized related to issue being reported.